Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible tropi es result was obtained from a known troponin I-free sample tested on a vitros 5600 integrated system. The assignable cause was instrument related, as a within-run tropi es precision test was outside of ortho guidelines, indicating the vitros 5600 system was not performing as intended. An ortho feild engineer (fe) removed and replaced the reagent metering z timing belt and performed all reagent metering adjustments. The fe also replaced micro-immunoassay metering proboscis and performed all relevant micro-immunoassay metering adjustments to microwell incubator. Following these service actions, acceptable tropi es performance was obtained. Based on historical quality control results, there is no indication vitros tropi es reagent lot 2870 contributed to the event. However the l1 control does not adequately evaluate performance of the vitros tropi es reagent for samples with troponin I concentrations < url (0.034 ng/ml). Therefore, a reagent related issue cannot be completely ruled out as contributing to the event.

Event description:
The customer obtained a non-reproducible, higher than expected result from a known troponin I-free sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Troponin I-free sample: 0.247 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. There were no higher than expected vitros tropi es patient results reported outside of the laboratory. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).